Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract.

Event description:
It was reported that during the implant procedure the right ventricular lead dislodged. The lead had high thresholds and no capture. The lead helix had no contact with the myocardium because the helix would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.